Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the maxillary ridge, chin, malar, and cheekbones with 4 cc of juvéderm® volux¿. Three months later, the patient experienced ¿late onset inflammatory nodules.¿ the patient was treated with urbason 40 mg, prednisone 30 mg, hyaluronidase, and doxycycline. Event is ongoing. This file captured lot 1000669983. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for lot 1000669983.